Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue from the keylog, but was not able to duplicate it. Stryker replace battery pins, opened the device, and checked kep nuts and power cables for proper torque and connection as a preventative measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.